Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the delivery wire within the introducer sheath and the main coil separate to the delivery wire and sheath. Visual examination of the returned device revealed that the coil introducer sheath was damaged, likely due to handling damage. It was also observed that the main coil was noted to have become broken from the polyethylene terephthalate (pet) joint due to physical force as evidenced by the damage noted to the pet and the severe stretching sustained to the main coil. Information available indicated that the device was confirmed to be in good condition prior to use. According to the additional information, the customer stated that the coil broke within the microcatheter when the user retracted the coil back into the catheter lumen. The condition of the returned device indicates that the coil sustained excessive physical force, became stretched, and subsequently broke from the pet junction. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to the main coil break and the observed main coil stretch.

Event description:
It was reported that during a coil embolization procedure, when the subject coil was retracted into the microcatheter, it broke off into the microcatheter. There was no adverse consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a coil embolization procedure, when the subject coil was retracted into the microcatheter, it broke off into the microcatheter. There was no adverse consequences to the patient.